Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal removed, a bad dso seal, a worn uso seal, and a loose latch handle. During the functional testing, it was found that the display was stuck on a red screen and the customer reported issue was confirmed. The reported problem was due to an unfinished download of the software. The software was redownloaded. Other repairs include replacing the dso and uso seals, the keypad, the yellow pca overlay, the rear label, the latch lock and latch handle. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was stuck on a red screen with a pc image displayed. It is unknown if the event occured while in use with a patient. No adverse patient effects were reported.